Manufacturer narrative:
(B)(4). There was a report of 12-lead ECG v2 & v6 signal loss. There was no report of patient impact. The customer isolated the issue to the ECG leads trunk cable. The customer replaced the leads ECG trunk cable to resolve the issue.

Event description:
There was a report of 12-lead ECG v2 & v6 signal loss. There was no report of patient impact.